Event description:
It was reported by service report that the bed alarm was not working. It is unknown if there was patient involvement or if there were adverse consequences.

Manufacturer narrative:
Result - bed scale was zeroed with patient on bed.